Manufacturer narrative:
Section a: additional information provided. Section e: initial reporter updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no further troubleshooting was performed at the time of the event.

Event description:
It was reported that site was able to complete the case with another imaging device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field an failed imaging modalities due to the 2d image displaying dark grey and no images being produced. Hardware parts were replaced. The high voltage tank was replaced which did not resolve the issue. The atp board was replaced and the issue was resolved. Generator calibrations were performed. The kvp accuracy, radiation accuracy, dose and air kerma accuracies were tested. The failure was resolved. Product ID: bi31000118 (pcb controller), product ID: bi31000146 (high voltage tank) and product ID: bi31000127 (atp console) were returned for analysis. Analysis on the pcb controller was completed. The issue was confirmed. The controller pcb was installed on a test system. The board failed system testing. 2d images were darkened and the system was unable to take 3d images. Codes b01, c02 and d02 are applicable. Concomitant medical products: product ID: b i31000118, serial/lot #: rev. 4 : s/n (B)(4). Product ID: bi31000146, serial/lot #: rev. 1 : s/n (B)(4). Product ID: bi31000127, serial/lot #: rev. 9 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not expose 2d. Black images would appear when attempting to expose. A reboot did not resolve. There was a delay of less than one hour and no impact to the patient. Additional information was received. The cause was due to the atp (adenosine triphosphate) board.

Event description:
Additional information was received it was reported that there were no scans taken because the system did not work.

Manufacturer narrative:
H2: additional information was received, see b5. H2, h3, h6: the returned hv tank passed visual inspection and bench testing, the resistances between all the measured points on the tank passed. No fault found while under test. Previously reported code b01 is applicable, as are codes c19 and d14. The returned atp board was tested. The rep nstalled atp board in an imaging system. The system initialized. Motion, generator, communication and charging readied. Run rad gain and run fluoro gain calibration passed. 2d and 3d images were successful. No failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.